Manufacturer narrative:
The device history record for lot 30090103 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 16-mar-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not retuned.

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: on (B)(6) 2023 14:22. Infusion stop time: on (B)(6) 2023 01:30. It was reported, the infuser finished before the scheduled time. The 5-fluorouracil was ¿installed in the infuser¿, at 2:22 pm with an infusion time of 46 hours; however, the end of the medication was 10 hours before the scheduled time, (01:30 a.m.). There was no reported injury to the patient, who for the time being was being monitored.